Manufacturer narrative:
Additional information: the device was not returned to the manufacturer. Therefore, the customers failure description "incorrect setting prior to use" could not be confirmed. However, according to the reported issue, after perforing the correct settings, the device worked as designed. For that reason, the cause can be determmined to a customer fault by choosing incorrect setting. The IFU is stating this "failure of products" clearly. The above investigations did not reveal a root cause related to the' labelling or the device history. All production-related quality checks were passed, and no non- conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints, 'no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4)

Manufacturer narrative:
Correction: supplemental 2 was submitted with incorrect date of report. The correct date of report is march 25,2026. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Additional information sections: d1, d2, d4, and g updated. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "prior to use, there was an endoscope issue asking to reboot the storz. A reboot of the storz and a reboot of the whole system did not solve the issue. The system was turned off, unplugged from the wall and was re-plugged. This did not solve the problem. It was discovered the issue was due to incorrect settings of the storz. After connecting a keyboard all the settings could be set back to normal and proceed with the procedure with 60 minutes of delay. There was no patient injury".

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).